Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported the following bilateral intraocular lens (iol) implant surgeries, a patient presented with a hyperopic result. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.